Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection shortly after the implant, leading to the explant of the scs system. No additional information is available at this time.

Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection shortly after the implant, leading to the explant of the scs system. No additional information is available at this time.

Manufacturer narrative:
The devices were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that all devices met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review of all devices did not reveal any anomalies as it states that possible surgical procedural risks as temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis, are known risk with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, per the device sc-1232, serial number: (B)(6), boston scientific has assigned an investigation conclusion code of known inherent risk of device. Per the devices sc-2318-50 (serial numbers: (B)(6)) therefore, in the absence of devices return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50 serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4).